Event description:
The hcp reported that during the night following implant, the pt became unreponsive and was vomiting. The hcp directed the spouse to call the emergency medical system to transport the pt to the hosp where the pump was turned off and narcan was administered via intravenous drip. The following morning, the pt was reported to be "stable throughout the night and is arousable."